Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted for persistent ventricular arrhythmia which needed direct-current cardioversion/defibrillation. The cause was related to the patient's progressing illness, and the patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. It was reported that on (B)(6) 2021, the patient was readmitted for persistent ventricular arrhythmia which required direct-current (dc) cardioversion or defibrillation. It was also reported that there was no correlation with the device due to the patient¿s progressing illness. Additional information communicated by the account reported that the arrhythmia was not sustained, and the only clinical compromise was a possible decrease in lvas flow. It was also reported that the patient¿s arrhythmia did not exist prior to lvas implantation, and no implantable cardioverter defibrillator (ICD) had been implanted prior to the lvas. The patient was discharged on (B)(6) 2021 and administered with anti-arrhythmic medication on an outpatient basis. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The heartmate ii lvas instructions for use (IFU) lists adverse events, including cardiac arrhythmia, that may be associated with the use of heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient will be administered anti-arrhythmic medication on an outpatient basis.